Event description:
It was reported that during a da vinci hysterectomy procedure, the carbide insert from the large needle driver instrument fell off into the patient. They were able to retrieve it. Customer insisted on returning the instrument only, not the insert. There was no patient injury, harm or adverse event. On 12/11/2014, intuitive surgical, inc. Obtained additional information from customer and indicated that the fragment (insert) was retrieved laparoscopically and discarded. It was noticed immediately and removed. No additional surgical procedures and no post-operative tests were required. The robotic hysterectomy sacral colpopexy went very well after the fragment was removed and patient outcome was well. The physician has no insight as to the cause of the insert falling. The instrument was inspected prior to use and no damage was noted.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the customer reported complaint and found that the instrument carbide insert was completely broken off and missing. The grips/tips exhibited scratch marks on the surface and one indentation edge on the side that the carbide broke off. The carbide insert that broke off was not returned with the instrument. This complaint is being reported due to following conclusions: the instrument was returned and evaluated. This is a follow-up MDR report device evaluation.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, the carbide insert from the large needle driver instrument fell off into the patient and was retrieved. There was no allegation of any patient injury or harm.